Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and muscle stimulation post implant. Lv lead was programmed off. Subsequently, this lead was found to be dislodged as confirmed through xray and fluoroscopy. The physician attempted to reposition the lead but was unsuccessful. This lead was explanted and a new lv lead was implanted. No additional adverse patient effects were reported.